Manufacturer narrative:
It is unknown if the device will be returned for evaluation, however, a lot history review will be performed. E1: customer fax number: (B)(6).

Event description:
The event involved a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock where the customer reported that the neonatal intensive care unit (nicu) had a pn line that broke off when they were refilling the syringe. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.